Event description:
It was reported that there was a filar separation of the superior vena cava coil of the right ventricular lead due to physician pulling the lead out of the valve. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the defibrillation conductor was distorted. It was also noted that there was blood in/on the helix mechanism, and the lead was damaged at implant.